Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported an allegation that "black soot" was found in a user's mask interface while using a continuous positive airway pressure (CPAP) device and associated humidifier. The user alleged bronchitis as a result of the "black soot" and was prescribed antibiotics. The type of mask is unknown, and was not investigated by the manufacturer. The device was returned to the manufacture for evaluation and the customer's complaint could not be duplicated. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. The coding has been updated to reflect the fsn for sound abatement foam degradation.

Event description:
The manufacturer was made aware of an allegation that "black soot" was found in a user's mask interface while using a continuous positive airway pressure (CPAP) device and associated humidifier. The user alleged needing treatment for bronchitis as a result of the "black soot" and a burning odor coming from the CPAP. There was no report of serious or permanent injury. The type of mask is unknown, and was not investigated by the manufacturer. The manufacturer received the devices for investigation and was unable to confirm the complaint of "black soot" coming from the CPAP or humidifier. There were no unusual odors noted during the evaluation of the devices, and there was no evidence of thermal damage. Temperatures measured during evaluation were within specification. There were dark colored contaminants noted internally to the CPAP device which indicate an unknown external source, and is not related to a failure of the devices. Patient labeling warns the user that if they detect any unexplained changes in the performance of the unit, if the unit is dropped or mishandled, if liquid or water is spilled into the enclosure or if the enclosure is broken, to stop using the device, unplug it and seek assistance from respironics or an authorized service center. The intended use of this device is only for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing more than 66 pounds. The short-term loss of therapy for this patient class does not pose a significant health or safety risk. Based on the information available, the manufacturer is unable to confirm the user's allegation of developing bronchitis as a result of device malfunction. No further action is necessary.